Manufacturer narrative:
On 02/17/2010, this event concerns a device that was manufactured and used outside the united states.

Event description:
Reportedly, during a replacement procedure of a pacemaker, a first connection issue occurred with a first replacement pacemaker which was not implanted (returned for analysis under (B) (4)) and a new pacemaker (the one involved in this MDR report) was attempted to connect to the leads. However, high impedance in the atrial channel was still observed. Finally, the pacemaker involved in this MDR report was not implanted and returned for analysis, another pacemaker was attempted to implant. (Case linked to two other mdrs reported under #100165971-2010-00396 and #9610579-2010-00434).